Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized and treated with intra-peritoneal (ip) cefoperazone (1gm, night bag ongoing) for this event. The cause of the peritonitis was unknown. At the time of this report, the patient status and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.